Event description:
Patient presented to the clinic with a device that was unable to be interrogated. Troubleshooting was performed, however, no communication could not be established. The device was explanted.